Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported that the insulin pump received replace battery alarm and battery was low. Customer inserted new battery but screen went blank. Customer tried four batteries. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history and during self test due to broken trace. Device passed the displacement test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm and low battery alarm noted in the long trace or device history. No blank display noted.